Event description:
Reportedly, the patient had lost consciousness on (B)(6) 2013. The pacemaker follow-up was performed on (B)(6) 2013 and some information about two mode switch episodes (from (B)(6) november 2013) was displayed; however corresponding egms and markers were not available on the programmer.

Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. Analysis is pending.